Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the lead extensions were explanted to address the issue. The impedances resolved. Therapy was restored post-operatively.

Manufacturer narrative:
Additional information indicates that the impedances cleared when lead extensions were replaced, therefore, this device is no longer reportable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.